Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -9.0 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019 as a replacement of the first implanted lens to correct low vault. This exchange did not resolve the problem. It was reported that the surgeon will monitor the patient closely, no further intervention has been decided as of right now. The patients condition is fine, current bcva and ucva is 20/20. Status of the eye was reported as "ok". If additional information is received a supplemental medwatch report will be submitted.